Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they did a sigma knee revision on a stryker's knee. When they were assembling the components, the tightening instrument became cold welded to the adaptor bolt and we could not remove it.